Event description:
It was reported that "while performing a lap chole procedure, the clear plastic ring was noted lose in the abdomen. It was retrieved without incident."

Manufacturer narrative:
The device is being returned for evaluation. When the quality engineer has completed the investigation, a supplemental report will be filed.